Event description:
It was reported that a physician in-training in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after lifting the lever to deploy the foot, when the device was pulled back to place the foot on anterior portion of the vessel, the expected light resistance was not felt. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. There were no reported adverse patient effects. It was believed that the operator did not have the foot of the device fully in the vessel when it was deployed. No additional information was provided.

Manufacturer narrative:
(B)(4) (patient selection), (B)(4). The perclose proglide smc device instructions for use state under special patient populations. The safety and effectiveness of the perclose proglide smc devices have not been established in patient populations who are morbidly obese (body mass index > 35 kg/m2). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.